Manufacturer narrative:
The event of ¿visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected low-profile implant had collapsed in pocket causing pain and distortion."

Event description:
Patient reported intermittent pain in right breast and ignored for several years. Healthcare professional reported mammograms were negative for rupture but suspected low-profile implant had collapsed in pocket causing pain and distortion. This record is for the right side. Device has been explanted and replaced.